Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg ICD implanted, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's right ventricle (rv) lead detected high impedance, and a possible fracture. The pace-sense portion of the lead was replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.